Event description:
Nurse manager reports one 6060 homerun pump which "ran out early" two days in a row during pt use. No injury reported. Pump was programmed for 300 ml total volume with 8-30 minute dose over 48 hours. Pump alarmed after 45 hours bag was empty.